Event description:
It was reported that via a remote transmission, the left ventricular lead exhibited high impedance. No intervention or patient symptoms were reported. The patient would be monitored.